Manufacturer narrative:
The device was returned for evaluation. The device was given functional testing and while no "clutch" errors occurred, a "motor rate error" occurred. This indicates an issue with the motor assembly.

Event description:
It was reported the device gave a "check clutch" error during occlusion testing. No patient involvement reported.